Event description:
It was reported that the patient presented the device change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise over-sensing. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.